Event description:
As reported by the (B)(6), both angioguards failed to cross the target lesion during the index procedure, the patient was also diagnosed with an ischemic stroke and hypotension the following day. At the time of the index procedure, angiography revealed 80% stenosis of the left proximal of common carotid artery. The patient's pre-procedure stroke scale scores were 0. The patient was asymptomatic. After the lesion was pre-dilated, the physician attempted to cross the lesion with a 6mm angioguard, but it would not cross. Another angioguard with a basket of 6mm was used and also failed to cross. A non-cordis embolic protection device was used instead, and an 8 x 40mm precise pro rx stent was implanted at the target lesion, with 20% residual stenosis. The patient left the angiography suite without neurological deficit. The event was reported to be related to the index procedure. The next day post index procedure, the patient experienced a sudden onset of aphasia, which the patient fully recovered from without deficit. The duration of the deficit was less than 24 hours. The patient was diagnosed with an ischemic stroke. The event was reported to be related to the cordis product. The patient was discharged three days post index procedure with a stroke scale score of 0. The angioguard was not sized larger than the vessel as instructed in the IFU. During the procedure visipaque contrast was mixed with saline at a ratio of 90% contrast. The patient does not have any known allergies to nitinol, nickel or titanium. The patient had no neurological symptoms prior to the procedure. Addendum: adjudication minutes indicate that in addition it was also noted that the patient had an episode of hypotension requiring initiation of a dopamine drip post procedure. The blood pressure was subsequently stable and the dopamine was discontinued the following day. The stroke will now be a reportable event.

Manufacturer narrative:
The complaint conclusion has been updated to reflect additional information from the adjudication minutes. As reported by the (B)(6), the patient was diagnosed with an ischemic stroke the day after the index procedure. In addition it was reported that post procedure the patient had an episode of hypotension requiring initiation of a dopamine drip. The blood pressure was subsequently stable and the dopamine was discontinued the following day. At the time of the index procedure, angiography revealed 80% stenosis of the left proximal common carotid artery. The patient's pre-procedure stroke scale scores were 0. The patient was asymptomatic. After the lesion was pre-dilated, the physician attempted to cross the lesion with an angioguard, but it would not cross. Another angioguard was used and also failed to cross. A non-cordis embolic protection device was used instead, and a precise pro rx stent was implanted at the target lesion, with 20% residual stenosis. The patient left the angiography suite without neurological deficit. The next day post index procedure, the patient experienced a sudden onset of aphasia, which the patient fully recovered from without deficit. The duration of the deficit was less than 24 hours. The patient was diagnosed with an ischemic stroke. The event was reported to be related to the cordis product and related to be related to the index procedure. The patient was discharged three days post index procedure with a stroke scale score of 0. The products were not returned for analysis. A review of the manufacturing documentation associated with each lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of all three lots involved revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.